Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was performed by a radiation oncologist, using spinal local anesthesia. On (B)(6) 2022, the patient came into the accident and emergency (a&e) department reporting pain and a white discharge. A computerized tomography (CT) scan was performed and the patient had a drainage of the abscess. The patient was treated with oral antibiotics. The patient has high dose radiation (hdr) therapy planned and currently has not received any radiation treatment. The patient's current condition is reported to be stable.